Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an mis bunion procedure (B)(6) 2020. While implanting a second screw the compression ft screw (ar-8730-42h) broke about mid-shaft. Reporter states correct drilling was performed and the patient bone quality was average. All pieces were fully retrieved from the patient. The case was completed using a lapidus plate. No additional unplanned incisions were needed to remove the screw pieces however a bigger incision was needed to put the lapidus plate on. A profile drill for 3.5 screw and a 2.7 drill bit had been used to prep the bone socket. A t-10 cannulated hexalobe driver with a ratcheting handle was used to implant the screw.

Manufacturer narrative:
The reported event is confirmed upon investigation of the returned product. Visual evaluation identified that the screw had fractured in half along the threads. Additionally, the hex feature revealed signs of use and minor stripping of the hex points. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces while inserting the device.